Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly of ten minutes duration were recorded between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The fault was witnessed during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.